Event description:
The initial reporter received a questionable ca2 calcium gen.2 result for one patient sample tested on the cobas 8000 c 502 module. The initial result was not reported outside of the laboratory. The sample was rerun on the module and on a c701. (B)(6). The reagent lot number is 62349801. The expiration date is 30-jun-2023.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The investigation excluded an interfering factor in the sample. The investigation excluded a general reagent issue. The investigation did not identify a product problem. The cause of the event could not be determined.